Event description:
The report indicated that the customer experienced high bgs within two hours of activating a new pod. Over the next five hours, his levels remained consistently high (290-448 mg/dl) despite having administered multiple correction boluses. An occlusion alarm was initiated by the pod, at which point it was deactivated. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.